Event description:
It was reported that an ilet user experienced hyperglycemia after declaring a meal about halfway through eating rather than before the meal, with a reported glucose of 260 mg/dl; the user was advised that meal announcements can be made up to 30 minutes after eating and to allow the ilet to correct glucose levels. Symptoms included hyperglycemia. Outcomes included no injury, no hospitalization, and no alerts or alarms. Investigation included troubleshooting and user education regarding appropriate meal announcement timing. Investigation of this case revealed no device malfunction and suggested user interaction with therapy timing as a contributing factor. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.